Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09120 fluency plus endovascular stent graft allegedly experienced positioning failure. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided; therefore, a lot history review will be performed. The sample was returned and the investigation is confirmed for partially deploy the stent graft and fracture. A root cause has not been determined. The device was labeled for single use.

Manufacturer narrative:
The lot number was provided; therefore, a lot history review will be performed. The return of the sample is pending and the investigation for the reported event is currently underway. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09120 fluency plus endovascular stent graft allegedly experienced positioning failure. This information was received from one source. This malfunction involved one patient with no consequences. The patient's age, weight and gender were not provided.